Event description:
Per the clinic, the patient experienced constant static sound and poor sound quality with the device. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.